Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide. Additional information provided with this report indicated the physician used proper flushing techniques. The wire guide was unable to be advanced, due to a knuckling effect, the coating of the wire guide separated near the distal end. No injury to the patient was reported.